Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00238. It was reported that following the implant procedure, the patient experienced persistent neck pain and difficulty moving the head. As a result, surgical intervention may occur to address the issue. The neck pain has resolved. The patient also had an inoperable ipg, documented in related manufacturer reference number: 1627487-2020-00239.

Event description:
Additional information was received that surgical intervention occurred to explant the leads, which addressed the issue.

Manufacturer narrative:
During processing of this complaint patient weight could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.